Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The lead was capped and replaced during a device change out procedure. The patient was fine post operation.